Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system received an alert for memory problems in host pc, which was impacting the boot up procedure of the system. Upon functional testing, the fse reviewed the logfile and found that host pc memory 2 and 3 were bad. To resolve the issue, the fse removed and reseated all dimm cards in host computer. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.